Manufacturer narrative:
Visual inspection of the returned device revealed damaged and deformity. It was further noted that the inserter contained a seized bolt. Device was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. The most likely root cause was determined to be misuse of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the shell would not screw into the setting instrument. It was noted that the thread was defective.